Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this patient's device found the battery capacity was depleted and revealed a short circuit condition message and fault codes (fc) 1004 and 1007. A boston scientific technical services consultant informed the caller of the meaning of the fault codes and stated that with the battery depleted there is no way to review the episodes. The consultant recommended replacement of the device and the associated right ventricular (rv) lead. The patient is not device dependent and the physician would like to downgrade the patient to a pacemaker and potentially utilize the rv lead as the pacing/sensing lead. A revision procedure was performed and the device was explanted and replaced. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the is-1 terminal leg of the lead was returned. The lead was severed during the explant procedure at approximately 6 cm from the terminal pin. Set screw marks were noted on the terminal pin and ring assembly in the correct location, confirming proper alignment when the lead was connected to the header. Resistance testing was performed on the segment returned. Measurements throughout this test were within normal limits. No further testing was performed.

Event description:
Boston scientific received additional information that the patient died approximately three months later. There were no reported allegations against the lead that was being used for pacing/sensing when the patient died. The cause of death was not provided. The lead was not returned.